Manufacturer narrative:
The review of the device history records did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. Based on the product history records, and the recurrence of this type of event for this implant, the likely cause for the event is an excessive screwing while loading of prosthesis on inserter. Indeed, overtightening the inner rod that secures the implant-locking nut to the implant inserter will unscrew the locking nut from the peek holder and disassemble the device. The mobi-c surgical technique warns to stop threading (the inner rod) as soon as full contact is achieved in order to avoid opening the disposable implant holder and releasing the implant. However, the information provided by reporter do not confirm that the surgical steps wasn't followed. Requests for additional information did not receive a response. This hypothesis could not be validated. The cause for the device disassembly is unknown. Requests for additional information did not receive a response. The investigation found no evidence to indicate a device issue. Root cause is unknown. Device was discarded at hospital.

Event description:
Mobi-c p&f us: device fell off of inserter .from information reported : "the implant was loaded properly onto the mobi-c inserted by the tech. As the tech handed the loaded inserted to the surgeon, the superior anchoring plate of the implant disengaged from the inserter while the core and inferior anchoring plate remained intact". The surgery was completed successfully with another implant of the same size. No impact on the patient. Attempts have been made and no further information has been provided.